Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys ca 19-9 immunoassay results for two patients tested on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. Patient 1: the initial ca19-9 result was 3.64 u/ml, which was reported outside the laboratory. On (B)(6) 2019 the same patient sample was retested with a ca19-9 result of 140.6 u/ml patient 2: on (B)(6) 2019, the initial ca19-9 result was 1000 u/ml with a data flag. The same patient sample was retested twice on (B)(6) 2019 with ca19-9 results of 12.02 u/ml and 2203 u/ml the ca-19 result of 12.02 u/ml was reported outside of the laboratory. The same patient sample was retested on (B)(6) 2019 with a ca19-9 result of 20749 u/ml. Patient 2 is a (B)(6) year old female. It was not clear which ca19-9 results for either patient were deemed to be correct. There was no allegation of an adverse event. The ca19-9 reagent lot was 34729700 with an expiration date of 29-feb-2020.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.